Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a proglide device after a renal artery stenting procedure. Reportedly, after completion of the deployment of the device and once the sutures had been pulled through the distal end of the proximal guide, the physician attempted to re-insert the guide wire into the proglide; however, the guide wire would not go through the proglide exit port, it would advance into the device, but would stop. The guide wire was removed and the physician achieved hemostasis with the proglide sutures. The patient did not experience any adverse sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned. Possible contributing factors for the reported failure to reinsert the guide wire into the device include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment technique. During manufacturing guide wire patency testing is performed on every device. During testing at the lab, a proxy guide wire was successfully inserted through the exit port. There were no challenging anatomical conditions reported which could have caused or contributed to the reported failure to reinsert the guide wire through the device. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique, that may have affected the device performance. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the reported failure to reinsert the guide wire through the exit port could not be confirmed and a probable cause could not be identified. No manufacturing or quality deficiency was detected. Review of the finished device history records did not reveal any relevant nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.